Manufacturer narrative:
Device code: other for no allegation of product malfunction or non conformance contributing to the reported event. Additional information was obtained from the user facility. The physician does not allege any malfunction or non conformance against the stent used in the case. There were no issues with the use or deployment of the stent and the physician considered this portion of the procedure a technical success. The physician believes that the patient's death is related to the procedure and the possible brain stem cva may have contributed to the event.

Event description:
It was reported that in 2008, the patient presented with symptoms of a brain stem cerebral vascular accident (cva). The next day, the symptoms worsened and the patient become comatose requiring intubation. Magnetic resonance imaging (MRI) scan demonstrated the complete occlusion of the basilar artery with partial filling of the basilar terminus as well as occlusion of the left internal carotid artery and left vertebral artery at the posterior-inferior cerebellar artery. During the procedure to treat the thrombus, angiography revealed the thrombus was located from the vertebral-basilar junction to the proximal basilar artery. Angioplasty was performed with a pta dilation catheter at the vertebral-basilar junction that re-established antegrade flow with 75% residual stenosis in the distal vertebral artery proximal to the posterior-inferior cerebral artery. This residual stenosis was treated by angioplasty using another dilation catheter. Follow up angiography showed good restoration of luminal diameter and good flow through the vertebrobasilar system with a small filling defect in the left superior cerebral artery that was treated with 3mg of intra arterial reopro. A wingspan stent was successfully implanted in the distal vertebral artery. Approximately, one hour post procedure, the patient's condition worsened and "the patient experienced episodes of ventricular extopy, labile." A CT scan noted a new subarachnoid and intraventricular hemorrhage without significant mass effect. The patient subsequently died. The cause of death was reported to be stroke.